Manufacturer narrative:
No low battery alert or power loss alarm noted during testing. Device passed the displacement test, self test and sleep current measurement. Device failed active current measurement test due to moisture damage. During visual inspection, motor, electronic stack and force sensor had moisture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump received replace battery now alert. The customer's blood glucose level was 15.9 mmol/l. The customer was assisted in troubleshooting. The customer did receive low battery alert before replace battery now alert. The customer also stated that this was the second occurrence of the alert. They also reported that the battery was not previously used. The insulin pump will be returned for analysis.